Event description:
Rep reported that there was a crack just below one of the stop cocks. They had to disconnect and set up new drain. It was noted that the catheter was not explanted from the patient. Only the (B)(4) system was replaced. Leakage was observed at the cracked area.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
E-mail received from the sales rep. Informed that: "customer reported that there was a crack just below one of the stop cocks. They had to disconnect and set up new drain. They have the broken drain and will send in for review". Additional information received from the sales rep. On may 01, 2012 - catheter was not explanted from the patient. Only the eds3 system was replaced. Leakage was observed at the cracked area. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the connector was cracked. Although it is not possible to determine that exact root cause, it might possible that atypical force was used when connecting the needle sampling connector. This however could not be determined. The current quality inspection for these assemblies is established at 100% for leaks and blockages prior to distribution. A review of the history device records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.